Event description:
The hospital reported that during an endoscopic vein harvesting procedure(s) within the last week, four short port btt black inflation valves dislodged (popped out) and the balloons would not remain inflated. One valve actually popped out and flew across the room, the others slightly dislodged. Replacement units were used from accessory kits to complete the procedure(s). The hospital did not report any patient complications. Since it is unknown how many cases, dates of the cases, and how many failures occurred during each case, this will be tracked in one case. This report is for the first device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).